Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used during an esophageal varices ligation (evl) procedure of the mid-esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the second band failed to deploy. Another speedband superview 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.

Manufacturer narrative:
A visual examination of the device found the suture to have been broken and approximately 35.5 cm was attached to the trip wire loop. Six bands remained on the ligator head with four of the blue bands and the white band rolled out of position and damaged. The ligator head teeth were found to be very damaged with one tooth broken off. An examination of the handle assembly found the trip wire was wound three revolutions around the spool. The trip wire was not secured in the handle assembly slot and the handle assembly slot presented evidence that the trip wire had been secured prior to receipt at cis. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speeband superview super 7 device was used during an esophageal varices ligation (evl) procedure of the mid-esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the second band failed to deploy. Another speedband superview 7 device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as being stable.